Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was dead. Customer blood glucose was 97 mg/dl. Troubleshoot was performed. Customer was push in the swimming pool and the insulin pump got exposed to water. After the water exposure, the insulin could not turn on. Customer also reported crack under the screen where the vial goes in. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions and the pump will need to be replaced. The insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. Unable to verify idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Pump had corroded motor home switch. The insulin pump was received with cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.